Manufacturer narrative:
One tapered screw-vent implant (tsvt4b10) and mount were returned for investigation. Visual evaluation of the as returned products identified that the mount screw hex was rounded and mount was engaged to implant. Additionally, there was blood/bone residue around the external threads due to usage. Functional testing was performed to disengage mount and implant. That was unsuccessful as the screw hex was rounded. Pre-existing conditions noted on the per was moderate bone density ¿ type ii. The reported devices were being placed on tooth #19 (universal) when the incident occurred. X-ray/picture image was not provided. Appropriate documentation was reviewed. DHR review for the lot (1233728) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the lot (1233728) for similar events and no other complaint was identified. Based on the available information, device malfunction has occurred and the reported event was confirmed. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided.

Event description:
Complaint received via mail form the doctor's office. Per reports: the fixture mount transfer would not disengage the implant during surgery. Implant was removed, tooth location # 19. New implant was placed. As a result of this event, no injury to the patient reported. Symptoms as a result of the event: none reported.